Event description:
It was reported that balloon rupture occurred. A 18-4/5.8/75 xxl balloon catheter was advanced for post-dilatation. However, during inflation at 5 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 18-4/5.8/75 balloon catheter. No patient complications or injuries were reported.